Event description:
It was reported to philips that the device experienced a defibrillation test failure during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device.